Event description:
The customer reported via email that he experienced frequent battery changes for the insulin pump. The customer also stated that there was chipping at the reservoir as well as condensation inside the screen. The customer mentioned that the insulin pump rejected new batteries as well. The customer had to restart the rewind three to four times in order to complete the process. The customer further stated that the act button would stick. The customer's blood glucose was unknown. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.